Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No button error alarm noted during testing. The device had cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that buttons had been pressed for longer than 3 minutes and the alarm cannot be cleared because the buttons are not working. Customer stated that he took a shower and the pump was in the bathroom with him when the alarm occurred. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.